Manufacturer narrative:
Several attempts have been made in an effort to collect the name and address of the initial reporter. This information is unk at this time. Upon receipt of the information, a f/u MDR will be submitted. Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the twelve months complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Perforation is listed in the instructions for use for the echotip ultra endoscopic ultrasound needle as a potential complication of gastrointestinal endoscopy. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic ultrasonography (eus) the physician #1 used a cook echo tip ultra endoscopic ultrasound needle. Several days following the procedure, the pt developed ascites and pain. The pt was seen by physician #2 and an endoscopic retrograde cholangiopancreatography (ercp) was performed. The pt was diagnosed with a pancreatic duct leak. Physician #2 informed cook on (B)(6) 2011, that use of the cook echo tip ultra endoscopic ultrasound needle by physician #1 led to puncture of the pancreatic duct, pancreatic duct leakage, ascites and pain. A stent was placed and several paracentesis were performed. The pt was discharged to hospice and improved. A f/u ercp was performed approx 5 months later and no pancreatic duct leakage was found.